Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The complainant indicated that the device was contaminated and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the bile duct during a biliary lithotripsy / endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, an alliance handle was used in conjunction with the trapezoid basket in an attempt to crush a 2.5 - 3 cm stone. However, the handle cannula broke leaving the stone trapped inside the basket. A foreign body forceps was introduced parallel to the endoscope. One of the basket wires was then taken and displaced to removed the stone from the basket. The procedure was completed with another trapezoid rx basket. There were no patient complications reported as a result of this event.